Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the act button was not responding on newly replaced insulin pump. Customer does not know what caused anomaly. After troubleshooting, caller was advised that insulin pump would need to be replaced.